Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted; give date: n/a (not applicable). The lens remains implanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign material was observed during the implantation with an intraocular lens (iol). The foreign material was extracted from the eye chamber. Through follow-up, it was learnt that the lens had been implanted with no problems. The patient will be monitored for any problems. No additional information was provided.